Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was reported to be due to using a minicap which had the sponge protruding from the cap. It was not reported if the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with unspecified antibiotics (dose, frequency, duration and route not reported) for the event of peritonitis. At the time of this report, the patient had recovered from the peritonitis event. The action taken with pd therapy was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.